Event description:
The patient received 6 zephyr valves on (B)(6) 2022. The patient was discharged on (B)(6) 2022. The patient passed away that evening. Patient will go through an autopsy. An update will be provided when more information is available.